Event description:
It was been reported to co that during the procedure the occlusion balloon deflated unexpectedly. The physician inserted the occlusion balloon wire into the pt and inflated the occlusion balloon to 3mm to occlude the vessel. Before any intervention was completed the occlusion balloon deflated. The device was removed and replaced with another to complete the case.